Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet charging cradle intermittently lost power and then completely failed to charge, resulting in the ilet battery depleting and the user experiencing hyperglycemia; a replacement charger was shipped, and the user transitioned to multiple daily injections for insulin therapy. Symptoms included elevated blood glucose, with a reported maximum of at least 401 mg/dl, without loss of consciousness or other acute complications reported. Outcomes included temporary interruption of automated insulin delivery and the need for back-up therapy with subcutaneous insulin pens, with no hospitalization or professional medical intervention reported. Investigation included customer service troubleshooting and logistical replacement of the charging component. Investigation of this case revealed a suspected malfunction of the external charging system leading to device power loss. It was concluded that the event was related to a charging system failure resulting in hyperglycemia, with user mitigation via back-up insulin therapy.